Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary the device was not detected on the communication bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half height drawer 5.2 cubie c5 failed and did not recover. A field service engineer reseated the row board connectors for drawer 5(1&2), reseated the connectors for each row tray and tested in hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.